Event description:
A malfunction was reported on the pump. The customer's blood glucose level exceeded 500 mg/dl, displayed as "high," but no specific value was provided. To address the high blood glucose, the customer performed a correction injection via multiple daily injections and did not require third-party assistance beyond routine help. Technical support provided instructions and aided the customer in resetting the pump, after which the malfunction code did not recur.